Manufacturer narrative:
The device was evaluated at bench repair. During servicing, the lcd frame, internal frame, and rear housing were replaced. Following the repairs, touch screen and non-invasive blood pressure (nbp) calibrations were performed successfully. All remaining device functions, parameters, and internal connections were verified and found to be operating within specification, confirming proper device performance. Additional information regarding the roll stand was requested; however, it is unknown at this time. Good faith efforts are being performed. Philips is in the process of obtaining additional information concerning this event. A final report will be submitted upon completion of the investigation.

Event description:
It was reported that the earlyvue vs30 monitor was mounted to a roll stand when the stand fell, resulting in damage to the monitor. The internal framing of the monitor was found to be bent. The customer was unable to explain how the monitor struck the floor or how the damage occurred. The device was not in use on a patient at the time of the event, and there was no patient involvement.

Manufacturer narrative:
The device was returned to bench repair, where the customer¿s allegation was confirmed. Evaluation identified that the device had an internally bent frame. The lcd metal frame assembly and internal frame assembly will be replaced to address the reported issue. Information regarding the roll stand is unknown at this time. Philips is in the process of obtaining additional information concerning this event, and the complaint remains under investigation. A final report will be submitted upon completion of the investigation.